Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported his stimulation turned off and he tried to charge, but could not get it to connect. The last successful recharge was last week. The patient had neither his implantable neurostimulator recharger (insr) nor his patient programmer (pp) with him at the time, so troubleshooting could not be performed. He would call back when he had the insr to try troubleshooting. The indication for therapy was complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.